Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6.5 years post tka, patient had a revision of an optetrack cr due to massive medial proximal tibial osteolysis. No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt after further review of additional information received the following sections b5, e1, g2, g3, g6 and h2 have been updated accordingly. Section b5: describe event or problem. Section e1: country (select from FDA approved list). Section g2: report source.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the osteolysis reported may have been a result of patient-related conditions and/or prosthesis wear. However, this cannot be confirmed as the devices were not available for evaluation and device information was not provided. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.